Event description:
The device was explanted and replaced.

Event description:
It was reported that the device exhibited premature battery depletion. The patient will be seen again in two months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.